Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted device not returned.

Event description:
It was reported that there were air gaps in the infusion set tubing. Blood glucose was 254 mg/dl. Reportedly, the customer successfully primed the tubing to remove the air and insulin delivery was resumed.